Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. On (B)(6) 2020 it was reported that the patient¿s infusion system was explanted (B)(6) 2013. Per the reporter they were following up due to the pump nearing prp/ eos and the managing physician wasn¿t certain but thought the pump had been explanted 7 years ago due to an infection and the patient did not wish to get a replacement. Additional information received 10-jun-2020 reported that per another healthcare provider, the pump was explanted due to an infection back in 2013. It was unknown if the issue was resolved at the time of the report and it was noted that the healthcare provider would not have further information regarding the event. The patient status was unknown and no further complications were reported or anticipated regarding the event.